Event description:
It was reported that pump displayed a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.